Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional mitraclip for treatment. Clip detaching from one leaflet has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with an mr grade of 4+, with large flail, and prolapsed mitral valve. The steerable guiding catheter (sgc) was placed without issue; however, a clip delivery system (cds) could not be advanced through the sgc. Both the sgc and cds were removed without issue. A new sgc was placed, and the same cds was re-advanced without issue and the clip was deployed without issue. Cds 50217u246 was advanced without issue and the clip was deployed without issue. Post-deployment, a single leaflet device attachment (slda) of the anterior leaflet was noted, which was treated with deployment of a third clip. The procedure was completed successfully with no adverse patient sequela, no clinically significant delay in the procedure, and mr was reduced to 1-2. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A query of the electronic complaint handling database indicated there had been no other single leaflet device attachment (slda) incidents reported for this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.